Manufacturer narrative:
(B)(4). Evaluation summary: one sample was received for evaluation by baxter. The reported condition of a missing component not confirmed but after further evaluation, it was determined that broken tubing was confirmed. The root cause could not be determined. The packaging was updated in (B)(4) 2012. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. If additional relevant information is received, a follow-up will be submitted.

Event description:
A pharmacy reported that an intermate had a missing component; this was found before use. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.